Event description:
Patient had an acute myocardial infarction which occurred two days pre-implant of stent. Endeavor stent 2.5 x 30 was implanted approximately 1 month ago in the proximal and mid lad. The patient was discharged 4 days post implant and prescribed aspirin 300 mg and clopidogrel 75 mg. One day post discharge, the patient suffered new q-wave mi. Location of infarction anterior. Target lesion involved. Angina was clinical sign of stent thrombosis. There was also angiographic evidence of thrombus. Patient was on anti-platelets within 24 hours prior to the event. Revascularization performed. Event related to endeavor stent. Ptca revascularization performed on vessel lad proximal 9 days post implant. The investigator stated that the event is related to the stent. At 30 day follow-up, patient asymptomatic. Please note that this model number en250030x is not distributed in the us.